Manufacturer narrative:
Concomitant products: product ID: 37761, serial# (B)(4), product type: recharger.

Event description:
The patient reported that the desktop charger (dtc) connector pin fell off as of (B)(6) 2017. As a result, the patient didn't have good motor skills because of their parkinsonian tremor and not having therapy. There were no out of box failures alleged. A replacement dtc was sent to the patient. No further complications are anticipated. The patient's indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the desktop charger, s/n (B)(4) found that the connector pin was broken. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.